Manufacturer narrative:
Product not returned for evaluation.

Event description:
The patient reported that while she was working her infusion device displayed a 2.01 and three dashes across the display screen with a continuous alarm coming from the infusion device. The power pack used by the patient was over 2 weeks old. The patient received the power pack recall information. The patient indicated that she would return home and immediately replace the power pack. The patient's blood glucose was not affected. The patient did not report assistance by a healthcare professional or second party to address the issue. The product will not be returned for evaluation.